Event description:
It was reported that the pt was re-implanted. On the implant registration card of the new cochlear implant the surgeon had mentioned that the former device had a failure. The pt was re-implanted on (B)(6), 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.